Manufacturer narrative:
The reported insulation damage condition could not be confirmed since the unit was not returned for evaluation. The most probable root cause for similar cases reported is user related. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the black coating of the unit started peeling during surgery.

Manufacturer narrative:
Additional information will be provided when investigation is completed.

Event description:
It was reported that the black coating of the unit started peeling during surgery.